Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 223 millimeters (mm) from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of damaged/defective, brady pacing not delivered when required, failure to capture, impedance issue, oversensing, and noisy signals were likely caused by the confirmed fracture.

Event description:
It was reported that this patient had both the right ventricular (rv) and right atrial (ra) leads explanted and replaced due to oversensing, pacing inhibition, failure to capture, impedance issue, damage and noise. No additional adverse patient effects were reported. The leads were returned for analysis.

Event description:
It was reported that this patient had both the right ventricular (rv) and right atrial (ra) leads explanted and replaced due to oversensing, pacing inhibition, failure to capture, impedance issue, damage and noise. No additional adverse patient effects were reported. The leads are expected to be returned for analysis.